Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported ventricular tachycardia could not be conclusively determined.

Event description:
During a ventricular tachycardia (vt) ablation procedure a spontaneous vt episode occurred. While mapping with the advisor hd grid catheter a vt episode occurred and a heart massage was done to stabilize the patient. The procedure was completed with no adverse patient consequences. There were no performance issues with any abbott device.